Event description:
Boston scientific was notified that during an event when the gdc 10-3d 3d-shape synerg detection circuit was inserted inot the lesion, it advanced out of the aneurysm. When attempts were made to remove the unit, detachment occurred without any connection. The detachment occurred without any connection. The main coil was retrieved from the microcatheter with aid of a goose neck snare. No complications with the patient were reported to have occurred.